Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and 2 electric shocks for atrial driven rhythms. Technical services (ts) reviewed the episode and determined that the rhythm started out as junctional and transitioned into atrial-driven arrythmia. No additional adverse patient effects have been reported. This product remains in-service.